Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead manifested twiddler's syndrome. Loss of capture (loc) was observed on both leads per physician during a routine checked by the health care professional (hcp). A pocket revision was performed and the lead was surgically repositioned. No additional adverse patient effects were reported.